Event description:
Voluntary medwatch form received notes that a patient's atrial lead was undersensing during atrial tachycardia episodes. The patient had symptoms of chest pain. No changes or intervention was reported. The patient condition was not known.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5119504.